Manufacturer narrative:
Product analysis the device was returned with a guidewire the returned guidewire was confirmed as 0.014¿ the 0.014¿ guidewire was loaded onto the device, and it was found that the proximal end of the guidewire lumen was ripped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the removal of the hawkone device, the entire device came off the wire inside the body. The event occurred in the peripheral arteries, specifically the superficial femoral artery, popliteal artery, and anterior tibial artery. The target lesion was characterized as calcified, fibrous, plaque, and soft tissue with a moderate degree of calcification and minimal tortuosity, measuring approximately 40 millimeters in length. Under angiography, the wire appeared looped in a u shape, and it was noted that the wire was damaged. The device was removed with resistance but was successfully extracted in tandem without injury or intervention. The procedure was completed with post-dilation using a nanocross device. The patient outcome was reported as alive with no injury.